Manufacturer narrative:
(B)(4). Visual evaluation of the returned product found the sterile packaging and outer carton exhibit damage visually consistent with transit damage. The bottom panel of the carton has a pressure crease along the entire panel. Additionally, the stem has punctured the foil pouch and both sterile blisters are cracked. Sterility has been breached. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint was confirmed by evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the nurse opened the stem, and the sterile packaging was damaged. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.